Event description:
Complainant alleged that while attempting to treat a male pt, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.